Event description:
Revision due to pain. The consensus after review at the clinician meeting was that there may have been an intraoperative crack that went unnoticed. There was also evidence of a callus of bone that formed near the crack, which indicates the fracture had begun to heal.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.